Event description:
It was reported that there was early battery depletion. It was also noted that there was no audible alert for eri (elective replacement indicator). The probable cause was determined to be that the device had not been at eri for 72 hours. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.